Event description:
Medtronic received information that the patient with this bioprosthetic valve, implanted 4 months, underwent re-operation due to paravalvular leak. It was reported that at re-operation the leak was fixed with a pericardial patch.

Manufacturer narrative:
(B) (4): evaluation results = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without product return, no conclusion can be drawn regarding the clinical observation.